Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after the trial procedure, the patient experienced a cramp and a stabbing pain in the middle half of his back. The physician believed that the insertion needle, which went though the muscle, was causing the pain. The patient's trial lead was removed, and the pain was immediately relieved. The patient is now doing well.